Event description:
The account alleged that none of the bed functions are working and that the power limit cable had discolored wires and was cut with bare metal wires exposed. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.